Event description:
Surgeon has a calaxo pt with a tibial mass outside the cortex which is very hard. It was confirmed that the surgeon did a total revision of the previous acl repair.

Manufacturer narrative:
Product recall initiated august 21, 2007.